Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
During insertion of the screw, the surgeon found something like metal fragments. The surgeon removed the metal fragment and surgery was completed.

Manufacturer narrative:
The reported event that superior plate - increased curvature variax clavicle 8 hole / left was alleged of issue s-17 (device damaged) could be confirmed. The device inspection revealed that, although the screw and the plate involved in the event were not returned, the metal fragments were and its' analysis revealed that the longest fragment is consistent with the thread from the screw. Additionally, it cannot be distinguished if the remaining fragments came from the screw or the plate. Based on investigation, the root cause was attributed to a user related issue. The failure was probably caused by excessive angulation of the screw. It was reported that the screw was inserted in an angle and it is likely that the threads got damaged due to the excessive angulation applied. The debris originated in this case would come from the screw but some damages to the lip of the plate hole can occur as well, causing the release of additional debris. On the other hand, this event could also occur if the plate was incorrectly bent, which could cause the screw to be inserted in an eccentric angle, also causing the release of some metal debris. Moreover, it cannot be excluded that the screw was damaged from a previous application, since it was reported that it was not inspected before surgery. Note that screws are single use devices and should not be reused. Note, as stated in the operative technique: ¿plate contouring all of the variax 2 plates are pre-contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole. Note, as stated in the IFU: ¿pre-operative: the implant is for single use only. Inspection is recommended prior to surgery to determine if implants have been damaged during storage. Intra-operative: avoid surface damage of implants. Discard all damaged or mishandled implants. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker osteosynthesis instruments and in accordance with the specified procedures (see operative technique manual). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During insertion of the screw, the surgeon found something like metal fragments. The surgeon removed the metal fragment and surgery was completed.